Event description:
It was reported that the patient noted a fall (B)(6) 2014. The patient broke her hand in the fall and recalls falling on implantable neurostimulator (ins) site. The patient suspected her fall was why her ins was "broken." The patient reported that her interstim device was confirmed "broken" at her check up appointment with doctor on (B)(6) 2015. The patient was not sure how long it was broken before that because she did not have symptoms but thinks it was related somehow to her fall in (B)(6) 2014. A field staff request was made. The patient was supposed to have the ins removed on (B)(6) but the patient wanted to have interstim implanted again but for the bowel. The patient has an appointment with doctor on (B)(6) for a bowel test. The patient is scheduled to have surgery on (B)(6) with doctor. The patient was not a good historian. The patient was very confused about events and when they occurred. Patient services asked the patient when issues started with her bowels but she does not know exactly. The patient was not emptying properly for awhile before surgery. The doctor noticed an issue with her bowels at the surgery on (B)(6) 2015. The patient uses laxatives. The patient had mesh implanted (B)(6) 2010. The patient has mesh all over her body because it has come loose and it is causing all sorts of damage to her "down there." Mesh had ruined any intimacy with her husband. The patient had surgery on (B)(6) 2015 by doctor to remove an erosion in her vagina due to the mesh and a hernia. The patient was very upset during the call and stated that she does not want to wear a "bag" for her bowels. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va06m14, implanted: (B)(6) 2013, product type lead. (B)(4).